Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient on peritoneal dialysis (pd) has pain after pd treatment. In an additional follow-up, a pd nurse familiar with the patient stated that the reported abdominal pain was due to concomitant peritonitis (diagnosed on (B)(6) 2023) and not related to the cycler. For the reported peritonitis, the nurse explained that on (B)(6) 2023, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained and the culture grew the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (per clinic protocol) on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or issues with a device or product concerning the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient on peritoneal dialysis (pd) has pain after pd treatment. In an additional follow-up, a pd nurse familiar with the patient stated that the reported abdominal pain was due to concomitant peritonitis (diagnosed on 10/apr/2023) and not related to the cycler. For the reported peritonitis, the nurse explained that on 10/apr/2023, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained and the culture grew the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (per clinic protocol) on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or issues with a device or product concerning the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.